Event description:
The technician found the bed with a note stating the bed exit alarm is not sending an alert to the nurses' station. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician tested the bed exit alarm and the alarm sound. The tested the communication cable and found that it was open. There was no visible damage to the communication cable. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.